Event description:
MFR's pulse oximetry modules-used by the hosp's anesthesiology dept are susceptible to interference from electrosurgical units. Display of sp02 waveform and values is often disrupted during esu activation. Given that ECG displays are inherently subject to esu interference, this problem compromises pt monitoring during surgery. MFR has had no success in solving the problem.